Event description:
User facility reported that when device was removed from the patient's epidural space, the removed catheter loooked to be incomplete. A CT scan was performed in an attempt to find a remnant portion of catheter in the patient, but no fragment was located. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.